Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found silicone pieces inside the hex inset preventing the hex wrench from being inserted.

Event description:
It was reported that during implant, the connector pin of the lead would not screw in the pulse generator. A new device was implanted.